Event description:
Event became reportable based upon investigation completed on 05/19/2008. It was reported that during a balloon dilatation procedure, a balloon leak was noted. The lesion location was not specified. During introduction of the peripheral cutting balloon into the pt, the physician noted blood leaking out of the balloon. It was determined that the balloon had a hole. Therefore, the balloon catheter was removed and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The investigation revealed a blade crack.

Manufacturer narrative:
The catheter was returned with blood present in the balloon. A 0.023" guide wire was inserted and a restriction was noted in the inner lumen 60 mm proximal to the distal tip. The guide wire was not able to be advanced past this restriction. It was also noted that one blade was cracked 3 mm from the blade end; it was confirmed that no part of the blade was missing and that the other three blades were intact to the balloon surface. The balloon was inflated to 4 atms and a leak was noted on the distal end of the balloon. The leak was near the blade that was cracked, and a blade mark was observed near the leak area. The leak area was not near the distal marker band. No elongation was present on the catheter shaft. The blade being cracked indicates that the device was likely inflated within a tight calcified lesion, which would have resulted in the balloon/blade contact, and subsequently the hole in the balloon. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specs. The root cause of this event is considered operational context.